Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was received for investigation but does not reflect the product at fault. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and was stuck on the initialization screen. Functional testing was performed and there was no failure detected related to the complaint. Pairing test was unable to be performed. The receiver case was opened to download data log directly from the ui pcba board. The reported event of a loss of connection was confirmed during log review. A root cause could not be determined.